Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose level of 250-300 (mg/dl). Manual injections were delivered to address bg level. Due to supplies being changed, troubleshooting to determine the source of the occlusion was unable to be performed.